Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The vasoseal vhd instructions for use (IFU) states that potential adverse reactions may be associated with use of collagen hemostats. These include allergic reaction, foreign body reaction, adhesion formation, wound dehiscence, potentiation of infection, inflammation and edema. The vasoseal vhd instruction for use (IFU) states that the vasoseal vhd collagen is sterile, nonpyrogenic, and absorbable. The vasoseal vhd instruction for use (IFU) instructs the user to not remove the device from the package until the vasoseal vhd package has been carefully inspected for damage to the sterile barrier.

Event description:
It was reported that after a normal left heart catheterization was performed, the physician instructed a staff member to deploy a vasoseal kit # 1. The kit that was chosen was based upon the pt, as predetermined by the use of the needle depth indicator kit. The 6f sheath was removed from right common femoral artery over the vasoseal guidewire and the vasoseal was deployed per the IFU (instructions for use). When the staff member began to apply pressure to the right common femoral artery post deployment of vasoseal collagen, the pt complained of burning in the right upper thigh area. Blisters began to develop in this same area, concentrated mostly lateral to the site and in the quadriceps area. A cool damp wash cloth was applied to the area and the pt was given IV benadryl. Distal pulses were checked and verified to be unchanged from pre-procedure documentation. Hemostasis was achieved. The patiently was then taken to a telemetry floor and held overnight for observation and discharged the following day.